Manufacturer narrative:
The device in question was returned to the manufacturer. The evaluation is anticipated, but not yet begun. The investigation will be performed by a designated karl storz employee. The event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported that video freezes again while recording video. Just like last time. Despite repair, the same error has occurred again. No negative impact in state of health reported. It was later reported on (B)(6) 2025 that a swallowing diagnostics was performed with the monitor. During the examination, the monitor began to flicker and then simply went off - crashed. The recorded videos were then incomplete and could not be played. Additional information was received that video freezes again while recording video.

Manufacturer narrative:
Result of investigation: the device was sent to the manufacturer for inspection. During the technical inspection by the manufacturer, the error description provided by the customer "repeated image failure during recording" was not confirmed and no further defects were found. As already mentioned, the device passed the quality inspection at the time of delivery. Due to the fact that no defect in the product was found during the technical inspection at the customer's premises, we are presumably assuming a defect in another component here. In the corresponding IFU chapter 3.2 correct handling and product testing the following is stated: if the product is not handled correctly, patients, users, and third parties may be injured. Only persons with the necessary medical qualification and who are acquainted with the application of the product may work with it. Check that the product is suitable for the procedure prior to use. Check the product for the following properties, for example, before and after every use: - functionality - damage - changes to the surface - in the case of several components: completeness and correct assembly do not continue to use damaged products. The event is filed under internal karl storz complaint ID: (B)(4).